Event description:
Customer reported a patient sample produced unexpected negative reactions with cells 10 and 11 of capture r ready ID plate lot id089 when tested on the galileo. Based on the negative reactions with cells 10 an 11, anti-c was excluded and an anti-k was identified.

Manufacturer narrative:
The presence of the c antigen was confirmed on retention crrid, lot id089. Customer sent sample for investigation testing. Manual testing was performed with sample using c+ cells 10, 11, and 12 from retention crrid, lot id089. Sample exhibited weak to moderate reactivity with c+ cells. Sample was qns for additional testing. A service call was performed on the customer's galileo. All probe positions were realigned; all flow rates were adjusted. Camera auto adjustments and flat field resets were performed. A broken wash manifold was replaced. The reader lamp was replaced from customer stock; auto adjustments and flat field images were readjusted. New plates and regents were run; 2+ result was reported for the patient sample that was run earlier. Additional samples were run; the instrument performed within specification.